Event description:
It was reported that a patient presented with ams episodes due to double counting of a wide p-wave. Programming options were recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.